Event description:
Litigation papers received. Papers allege patient suffered from pain, impaired mobility and elevated chromium and cobalt levels. *note: during revision procedure, papers allege patient lost a significant amount of blood, beame hypotensive during the procedure and had elevation in serum troponin accompanied by changes documented by EKG, including left bundle branch block (lbbb).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.